Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted extensive damage; namely, oil separation in the lens, dried fluid in the connector, broken elements in the array, and damage to the housing, control handle, and connector. The overall damage identified during the evaluation would inhibit the performance of this transducer and is indicative of improper maintenance.